Event description:
Advocate stated her daughter's blood glucose reading on the breeze2 was 30mg/dl. She was retested on a different meter and the reading was 179mg/dl. Advocate took her daughter to the hospital where she was tested again and the reading was 89mg/dl. There was no mention of symptoms or treatment. The difference between the readings of 30 and 179mg/dl falls in the "c" zone of the consensus error grid, making the difference clinically significant. There was no evidence of an adverse event. The customer's strips are expected to be returned for evaluation. New meter and strips were sent to her. Only the meter information was provided.